Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced the low blood glucose level. The customer's current blood glucose level was 179 mg/dl. The customer stated that the customer's blood glucose level was at 50 mg/dl and 60 mg/dl. The low blood glucose of the customer was treated with the orange juice. The insulin pump will not be returned for the analysis.